Event description:
An endurant stent graft system was inserted in a patient for the endovascular treatment of an abdominal aortic aneurysm. There was no aneurysm or vessel tortuosity or calcification. The patient had a long landing zone. It was reported that initially, the physician placed the delivery system within the patient and deployed two covered stents without shooting contrast or visualizing the renal arteries. When the physician shot contrast, he realized he was low and pushed the delivery system up. The physician then proceeded to deploy the stent graft down to the flow divider, with 5 stents deployed. Contrast was shot again and the physician discovered the stent graft was now a little high, so he pulled down to align with renal arteries. The physician then wanted to shoot one final contrast before deploying the rest of the graft, but while shooting the contrast he did not keep both hands on the delivery system. When he let go of the delivery system he accidentally knocked the delivery system backwards, which caused the delivery system to move and the stent graft to windsock down into the sac. The physician attempted to push the device back up into the proximal neck but was unsuccessful. The physician then attempts to pull out the delivery system with the stent graft partially deployed, however it got caught in the aortic bifurcation. The stent graft deployed slightly more, however the gate was still within the delivery system. At this point, the physician tried to push the whole system up again, but the stent graft started to accordion on itself within the sac. This resulted with the proximal portion of the stent graft being bunched up. From here, the suggestion was made to take a snare through the brachial access in the arm to try to snare the top of the graft to straighten out, however the snare would not loop around the graft material, and it would only fit around the tapered tip. It was then decided that an open repair was necessary. The open repair was then performed, removing the stent graft, which then allowed for removal of the delivery system. No additional clinical sequelae were reported and the patient is fine.

Manufacturer narrative:
Results: inherent risk of procedure (deployment difficulty). Failure to follow instructions (taking both hands off of the delivery system during deployment). Conclusion: user error contributed to event (taking both hands off of the delivery system during deployment).